Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. The catalog number provided is the us list number that is comparable to the international list number in the "unique identifier " UDI# field. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Report from (B)(6). On (B)(6) 2015, the patient went to the doctor for a check-up and the patient has been told that there is an infection in the peg area. A blood culture was taken and 3x1 flagyl 500mg tablets were prescribed.